Event description:
It was reported that 10ml bd flushes that have been difficult to expel air. As a result, it causes the pump to alarm for occlusion alarms on the syringe pumps. Upon further customer follow up it was noted when the customer placed the 10ml bd flush on the pump and ran it at 0.5 ml/hr they received no occlusion alarm. However, when increased the rate to 3.0 ml per hour, the pump almost "immediately alarmed". It was reported there was flow of fluid at the distal end, and no occlusion. Customer confirmed the occlusion pressure settings on the device default high setting. The tubing utilized with these syringes has no pressure discs. The model number of the 10ml syringes is not part of the bd compatibility list. There was patient involvement but no harm.

Manufacturer narrative:
Correction : MDR review required?, MDR reviewer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that 10ml bd flushes that have been difficult to expel air. As a result, it causes the pump to alarm for occlusion alarms on the syringe pumps. Upon further customer follow up it was noted when the customer placed the 10ml bd flush on the pump and ran it at 0.5 ml/hr they received no occlusion alarm. However, when increased the rate to 3.0 ml per hour, the pump almost "immediately alarmed". It was reported there was flow of fluid at the distal end, and no occlusion. Customer confirmed the occlusion pressure settings on the device default high setting. The tubing utilized with these syringes has no pressure discs. The model number of the 10ml syringes is not part of the bd compatibility list. There was patient involvement but no harm.